Event description:
On 2/may/2022, during a follow up, a peritoneal dialysis registered nurse reported to fresenius this (B)(6) male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with a peritonitis infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 following diarrhea and abdominal pain. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 presented with staphylococcus aureus and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to nonadherence to aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous vancomycin (dosage, frequency and duration unknown) to address the peritonitis during this hospitalization. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, the resulting diarrhea and abdominal pain, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse reported to fresenius this 69-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with a peritonitis infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on 17/apr/2022 following diarrhea and abdominal pain. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 presented with staphylococcus aureus and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to nonadherence to aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous vancomycin (dosage, frequency and duration unknown) to address the peritonitis during this hospitalization. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, the resulting diarrhea and abdominal pain, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Additional information: f4, f5 correction: f10 health effect - clinical code.